Event description:
It was reported that the patient seemed confused and not herself after her surgery on (B)(6) 2014. Patient had suffered from a seizure post-surgery. Patient was alive with no injury. Patient symptoms included altered mental status. It was noted that the patient had had the generator and extensions implanted on (B)(6) 2014. Programming was to occur 3-4 weeks from the date of this report. Additional information received reported patient would not have initial programming for 3-4 weeks from the date of this report. Reference manufacturer¿s report number: 6000153-2014-00042.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va0e6gd, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported the patient¿s confusion had subsided and they were doing better at the time of report. It was unknown if the patient had their initial programming performed yet.